Event description:
Approximately 16 months after the cypher implantation, the patient was found deceased in his home. No autopsy was performed. The index procedure was an elective case. A radial approach was chosen for the procedure. The target lesions for this procedure were the proximal left anterior distal branch (prox lad), the distal circumflex (distal cfx), the obtuse marginal branch (om), and the distal right coronary artery (distal rca). The prox lad was a de novo, eccentric and tubular lesion. The diameter of the vessel was 2.3mm and the length of the lesion was unknown. Pre-procedure stenosis was 100%. Aha/acc classification of the vessel was a type c. To treat the lesion, pre-dilation was conducted with a balloon (2.0/20mm) at 12 atm. Inflation time is unknown. A cjs23250 was implanted at 10 atm for 16-30 seconds at the target lesion. Another cjs23250 was implanted at 12atm for 16-30 seconds at the proximal end of the initially implanted cypher, without a gap. Post-dilation was not conducted. Timi flow before the procedure was 0 and after 3. The residual % of stenosis was 29%. The distal cfx was a de novo, eccentric and tubular lesion. The diameter of the vessel was 1.9mm and the lesion length was 4.3mm. Pre-procedure stenosis was 69%. Aha/acc classification of the vessel was a type b2. To treat the lesion, pre-dilation was conducted with a balloon (1.5/20mm) at 14atm. Inflation time is unknown. A cjs18250 was implanted at 15atm for 16-30 seconds at the target lesion. Post-dilation was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 9%. The om was a de novo, eccentric, and tubular lesion. The diameter of the vessel was 2.1mm and the lesion length was 5mm. Pre-procedure stenosis was 65%. Aha/acc classification of the vessel was a b2. To treat the lesion, the pre-dilation was conducted with a balloon (2.0/20mm) at 14atm. Inflation time is unknown. A cjs18250 was implanted at 12atm for 16-30 seconds at the target lesion. Post dilation was conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 16%. The distal rca was a de novo, eccentric and tubular lesion. The diameter of the vessel was 2.7mm and the lesion was 11.1mm. Pre-procedure stenosis was 59%. Aha/acc classification of the vessel was a type b2. To treat the lesion, pre-dilation was conducted with a balloon (2.5/18mm) at 14atm. Inflation time is unk. A cjs23300 was implanted at 12atm for 16-30 seconds at the target lesion. A cjs18300 was implanted at 14 atm for 16-30 seconds, without a gap. It's unk which stent was proximally implanted. Post-dilation was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 6%. Ivus was not conducted for the index procedure. No problems were encountered for any of the product used during the procedure. Eight months post implantation, a follow-up coronary angiography was conducted and 99% restenosis was observed inside the cypher at the distal cfx. Timi flow was 1. There was no abnormality observed on ECG. The physician diagnosed there was no treatment needed and follow-up was continued. There was no problem on the other cyphers and they were patent. Eight months after that visit, the patient was found deceased at his home. The physician commented that because this event is a sudden death, there is no autopsy and the cause of death was unknown. However, the cause of this event might be due to arrhythmia, progress of the lesions (3 branches were stenosed), or due to the complicated disease the patient had. Therefore, he did not feel it was related to the cypher product.

Manufacturer narrative:
The product remains implanted in the patient; thus unavailable for analysis. However, review of manufacturing route sheets was completed and results indicated the product met quality requirements for product acceptance. Restenosis is a known adverse event post stent implantation associated with the progression of cardiovascular disease. Without the definitive results of an autopsy or recent angiogram, it is not clear how this event is related to this device. The procedural physician commented this event might have been caused by arrhythmia and/or progression of the patient's complex cardiovascular disease and not the product. Based on the available information, there are patient, procedural, and vessel factors that may have contributed to this event. This device, noted in d4, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of 6 products involved with the reported event. The associated MFR report #'s are 9616099-2007-00855, -00856, -00859, and -00861. Additional information will be submitted within 30 days of receipt.